Event description:
A day after treatment with zyplast at the nasolabial folds and forehead, the patient presented with shiny, clear, translucent areas at the injection sites. All areas have resolved resulting in only a slight depression at one site.

Manufacturer narrative:
Device evaluation below: we have reviewed the device history records for this lot from finished product packaging to the hide batch. All sterility, bioburden, pyrogen (rabbit) and lal testing was performed as required and all tests passed. During review of the device history records, minor deviations were noted. The deviations noted were not significant nor would contribute to a cause for this complaint. Based on the review of the device history records, we find no assignable cause for this complaint.